Event description:
The customer complained that it was impossible to detach the micrusphere coil (csp10050030/c28621). The coil was removed by itself. There was no damage to the device prior to use or after removal. Other coils were used successfully with the same detachment control box and connecting cable before and after the failure to detach the micrusphere coil. A pre-deployment electrical check was performed and a low battery light was not seen. A fault light was not seen. The audible signal beeped upon detachment. All connections appeared to fit properly without application of excessive force. There was a delay of 20 minutes to the procedure which was not considered clinically significant and there was no patient injury. The procedure was finished with a same like product (details unknown).

Manufacturer narrative:
As viewed into the returned packaging, it was found that as reported the coil was separated, but was entangled and unprotected loose inside the box. The entire length of the coil has intermittent compression, stretching, and buckling damage. Due to post-procedural handling, cleaning, and packaging, it cannot be determined how much coil damage occurred during the procedure. Located at the marker band and distal, but adjacent, the tip coil has been buckled. The detachment fiber partially melted and extends above the resistive heating coil¿s socket ring which has been bent in a distal direction. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The damaged edge has been raised above the surface plane. The locking mechanism has compression and stretching damage. The indentation damage at this site was caused by the resheathing tool. The device positioning unit (dpu) passed electrical testing with resistance at 54.9 ohms and the enpower systems go green light illuminated. No manufacturing defects were found. The most likely contributing factor to the coils non-detachment followed by an unintended detachment may have been due to the partial melting of the detachment fiber which temporarily captured the coil before it had an unintended detachment later in the procedure. The circumstances of how and when the coil was detached from the dpu cannot be determined. It is possible that the coils detachment difficulty may have been partially related when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the tip coil to buckle, a portion of the extensive coil damage found, and may have caused the detachment fiber to have a loss of fiber tension resulting in a loss of contact with the heating surface on one side of the resistive heating coil. This may have caused the melting of the detachment fiber only on one side which extended above the resistive heating coil¿s socket ring, and may have temporarily captured the coil before releasing it later in the procedure. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: result code 3222 "non-functional defect" chosen with respect to the reported complaint that the coil could not detach. The damages found upon return could contribute to procedural difficulty.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.